Event description:
Intra-aortic balloon inserted on 6/30/95 during coronary artery bypass surgery. Approx 0145 on 7/1/95 nurse taking care of pt noted blood in lines. Iabp turned off, perfusionistand surgeon called. Surgeon arrived approx 0230, ruptured balloon catheter was removed & replaced. Pt continues to require iabp therapy & there have been no further problems with 2nd catheter. Pt is experiencing neurologic & physiologic complications. Unclear as to direct cause with his previous med history.